Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the customer received the following results, with two different compact plus meters, within 10 minutes: 69 mg/dl (system 1) and 115 mg/dl (system 2). No adverse event reported. The customer was using different test strip drums for each meter, but the test strip lot number was the same. Return of the suspect device was requested for evaluation.